Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not infusing the secondary bag during patient infusion. The nurse found the pump infusing from the primary bag despite the secondary being programmed and with proper setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was evaluated on-site. A review of event history log revealed a secondary infusion with a rate of 167ml/hr and volume to be infused (vtbi) 250ml on the last day of use. A downstream occlusion sensor test, upstream occlusion sensor test, and a flow rate accuracy test were performed with no issues; the device met testing specifications. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified during testing. Should additional relevant information become available, a supplemental report will be submitted.